Manufacturer narrative:
An event regarding revision due to pain was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the reported devices could not be performed as no items were returned. Device history review: review of the device history records indicates all device accepted into final stock met specifications. Complaint history review: the product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Conclusions: voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient was revised due to pain. Additional information received from legal: this is a former claim. Plaintiff alleges right rejuvenate hip implanted on (B)(6) 2012 failed causing pain and elevated metal ion levels, which required a revision surgery on (B)(6) 2012. Suit filed in (B)(6).